Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted obturator, syringe, lock collar and trocar balloon were intact. Pmv performed functional testing; balloon could not be inflated due to cut in the seal. No other abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted obturator, syringe, lock collar and trocar balloon were intact. Pmv performed functional testing; balloon could not be inflated due to cut in the seal. No other abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no visible cut or tear in the balloon when it did not inflate. There was no rapid loss of abdominal pressure due to the issue. New device was used to resolve the issue and complete the procedure. The device did not come in contact with patient. The device was not reprocessed or re-sterilized.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during gastrectomy procedure, there was no air filling in trocar. No patient involved and injured.